Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Additionally, the field e1 (initial reporter fax) was updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a death occurred. During a watchman left atrial appendage closure (laac) procedure , a versacross connect kit was selected for use. After the transseptal puncture (tsp), the patient experienced st segment elevations followed by ventricular tachycardia causing to ventricular fibrillation and cardiac arrest. It was noted after the transseptal puncture, air has entered into the sheath due to potential valve defect. The patient underwent resuscitation for approximately twenty five minutes. The patient was intubated and shocked with defibrillator. Additional device placed. The patient passed away. The device is not expected to be returned for analysis. Ice imaging technique was used. It is unknown if patient suffered from any health issue prior to the procedure. Versa cross connect was used for tsp, upon removal of dilator after crossing septum tuey on the access sheath was not closed down completely. No difficulties encountered during the transseptal puncture. Patient had no history of prior tsp. No difficulty noted with patient anatomy. No difficulty with imaging/visualizing the wire.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a death occurred. During a watchman left atrial appendage closure (laac) procedure , a versacross connect kit was selected for use. After the transseptal puncture (tsp), the patient experienced st segment elevations followed by ventricular tachycardia causing to ventricular fibrillation and cardiac arrest. It was noted after the transseptal puncture, air has entered into the sheath due to potential valve defect. The patient underwent resuscitation for approximately twenty five minutes. The patient was intubated and shocked with defibrillator. Additional device placed. The patient passed away. The device is not expected to be returned for analysis. Ice imaging technique was used. It is unknown if patient suffered from any health issue prior to the procedure. Versa cross connect was used for tsp, upon removal of dilator after crossing septum tuey on the access sheath was not closed down completely. No difficulties encountered during the transseptal puncture. Patient had no history of prior tsp. No difficulty noted with patient anatomy. No difficulty with imaging/visualizing the wire.